Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments. No anomalies were found. The defib conductor appeared distorted, and blood/body fluid was found on several conductors (not obstructed). Both the inner and outer tubing were kinked/buckled, and the outer tubing overlay was both melted and exhibited cosmetic environmental stress cracking (esc). The exposed defib coil was noted to have a white substance present, and the outer insulation exhibited a cosmetic depression. The lead exhibited apparent explant damage.